Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-00718 and 3005099803-2015-00719 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it through the stoma site. A second endovive safety peg kit push method was used and the peg tube detached at the transition zone between the hard and the soft plastic. The detached parts were retrieved using a snare. The procedure was completed with a third endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.